Event description:
It was reported by the rep that the device was used during a colon resection. The device worked properly. Unk if staple line was inspected at time of procedure. It was reported that a staple line leak occurred post operatively and the pt expired due to peritonitis. The device was discarded.

Manufacturer narrative:
Date sent: 8/20/2008. Info is unavailable; device was not returned for eval.